Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a occlusion alarm occurred. Additionally, it was reported that an inaccurate fill estimate was received and a malfunction occurred. Customer also reported the pump touchscreen was blank and had a white bar on the left side of the screen. Customer's blood glucose level was 201 mg/dl. Reportedly, the customer will continue to use the pump and has back up manual injections for continued insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be verified; however, a different issue was identified.